Event description:
It was reported; the chuck opened during surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record (DHR) of this torque limiter was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Also we are not aware of any similar occurrence regarding this article. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances.